Event description:
Customer stated, "saw a flame come from the switch." Customer did not claim injury. Product was returned. Upon receiving of the unit the investigator observed evidence of fire at the switch. The investigator determined the fire was caused by a break in the cord. Additionally the investigator observed that the cord was wrapped/ twisted. The investigator determined that the twisting of the cord caused the break. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts."